Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the gantry of the imaging system moved upward when the move forward button was pressed on the pendant. It was reported that the issue occurred twice however after second occurrence the issue resolved itself and the system functioned normally. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.